Manufacturer narrative:
(B)(4). The patient experienced peritonitis in (B)(6) 2014. A trend review will be completed. A batch review of potentially associated lot numbers gd895276 and gd895540 will be performed. If there is any further relevant information, a supplemental medwatch will be reported. This is the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized for the event. Treatment was not reported. It was reported that the patient was discharged from the hospital. Dianeal and extraneal therapies were withdrawn. At the time of the report, the patient was recovering from the peritonitis. Additional information was requested, but is not available at this time. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd895276 and gd895540 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, an evaluation could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.